Event description:
It was reported that the pt complained about her hearing sensations being too loud. The pt experiences pain when putting on her speech processor and hears a rustling noise. Testing was carried out in 2007 which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.